Manufacturer narrative:
Device is not expected to be returned; however, device analysis is not required. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that this device system was explanted due to infection. This device system was not replaced at this time. No additional adverse patient effects were reported.